Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) female patient who had essure (batch no. 623615,623216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, restless legs syndrome, nausea, weight loss, inflammation, unilateral leg swelling, diarrhea, constipation, dyspareunia, joint swelling, arthralgia and irritable bowel syndrome. Procedure details; the uterus and tubes were removed. Findings: normal uterus and with evidence possible inflammation of the tubes at the isthmus, with otherwise normal appearing anatomy. Concomitant products included alprazolam (xanax) since (B)(6) 2013, metformin since (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6)2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), urticaria ("rashes or skin conditions type: recurrent urticarial") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci robotic hysterectomy with, removal of the tubes to remove the essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: reporter and patient demographics, medical history, concomitant drugs and updated laboratory test date were added. Updated suspect drug indication, added lot number and expiration date. On 16-dec-2013, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression anxiety/mental anguish, rashes or skin conditions type: recurrent urticarial, abdominal pain. Updated event physical pain/ pain (previously reported as physical pain), updated incident category, outcome, severity. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 39-year-old female patient who had essure (batch no. 623615-invalid,623216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, restless legs syndrome, nausea, weight loss, inflammation, unilateral leg swelling, diarrhea, constipation, dyspareunia, joint swelling, arthralgia and irritable bowel syndrome. Procedure details; the uterus and tubes were removed. Findings: normal uterus and with evidence possible inflammation of the tubes at the isthmus, with otherwise normal appearing anatomy. Concomitant products included omeprazole from (B)(6) 2013 to (B)(6) 2014 and ranitidine from (B)(6) 2013 to (B)(6) 2015 for achalasia, simvastatin (sinvastatina) from (B)(6) 2012 to (B)(6) 2013 for hyperlipemia, ropinirole from (B)(6) 2013 to (B)(6) 2013 for syndrome restless legs as well as alprazolam (xanax) since (B)(6) 2013, metformin since (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), urticaria ("recurrent urticarial, hives - welts all over body") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced skin disorder ("she still has something after essure less severe for which shampoo helps, she uses neutrogena for it") and genital haemorrhage ("still break out every month"). The patient was treated with sesamum indicum oil (neutrogena) and surgery (davinci robotic hysterectomy with, removal of the tubes to remove the essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety and genital haemorrhage outcome was unknown, the urticaria had resolved and the skin disorder had not resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, skin disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: no hives / welts, rashes after essure removal. She still has something after essure removal but less severe for which shampoo helps, she uses neutrogena for it which calms it down a lot. Patient still have my ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Lot number 623615 is not valid. Lot number: 623216 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - still break out every mouth and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 39-year-old female patient who had essure (batch no. 623615-not valid,623216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, restless legs syndrome, nausea, weight loss, inflammation, unilateral leg swelling, diarrhea, constipation, dyspareunia, joint swelling, arthralgia and irritable bowel syndrome. Procedure details; the uterus and tubes were removed. Findings: normal uterus and with evidence possible inflammation of the tubes at the isthmus, with otherwise normal appearing anatomy. Concomitant products included omeprazole from (B)(6) 2013 to (B)(6) 2014 and ranitidine from (B)(6) 2013 to (B)(6) 2015 for achalasia, simvastatin (sinvastatina) from (B)(6) 2012 to (B)(6) 2013 for hyperlipemia, ropinirole from (B)(6) 2013 to (B)(6) 2013 for syndrome restless legs as well as alprazolam (xanax) since (B)(6) 2013, metformin since (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), urticaria ("rashes or skin conditions type: recurrent urticarial") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci robotic hysterectomy with, removal of the tubes to remove the essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Lot number 623615 is not valid, lot number: 623216, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc. On 20-nov-2019: plaintiff fact sheet was received. Concomitant drug were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 39-year-old female patient who had essure (batch no. 623615-invalid,623216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, restless legs syndrome, nausea, weight loss, inflammation, unilateral leg swelling, diarrhea, constipation, dyspareunia, joint swelling, arthralgia and irritable bowel syndrome. Procedure details; the uterus and tubes were removed. Findings: normal uterus and with evidence possible inflammation of the tubes. At the isthmus, with otherwise normal appearing anatomy. Concomitant products included omeprazole from (B)(6) 2013 to (B)(6) 2014 and ranitidine from (B)(6) 2013 to (B)(6) 2015 for achalasia, simvastatin (sinvastatina) from (B)(6) 2012 to (B)(6) 2013 for hyperlipemia, ropinirole from (B)(6) 2013 for syndrome restless legs as well as alprazolam (xanax) since (B)(6) 2013, metformin since (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), urticaria ("recurrent urticarial, hives - welts all over body") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced skin disorder ("she still has something after essure less severe for which shampoo helps, she uses neutrogena for it"). The patient was treated with sesamum indicum oil (neutrogena) and surgery (davinci robotic hysterectomy with, removal of the tubes to remove the essure devices.). Essure was removed on 16-dec-2013. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown, the urticaria had resolved and the skin disorder had not resolved. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, skin disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: no hives / welts, rashes after essure removal. She still has something after essure removal but less severe for which shampoo helps, she uses neutrogena for it which calms it down a lot. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Lot number 623615 is not valid. Lot number: 623216, manufacture date: 2009-03, & expiration date: 2012-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: she has no hives / welts, rashes all over body since essure removal (outcome was added). She still has something after essure removal but less severe for which shampoo helps, she uses neutrogena for it (event added) which calms it down a lot. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 39-year-old female patient who had essure (batch no. 623615-not valid,623216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, restless legs syndrome, nausea, weight loss, inflammation, unilateral leg swelling, diarrhea, constipation, dyspareunia, joint swelling, arthralgia and irritable bowel syndrome. Procedure details; the uterus and tubes were removed. Findings: normal uterus and with evidence possible inflammation of the tubes at the isthmus, with otherwise normal appearing anatomy. Concomitant products included alprazolam (xanax) since (B)(6) 2013, metformin since (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), urticaria ("rashes or skin conditions type: recurrent urticarial") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci robotic hysterectomy with, removal of the tubes to remove the essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-nov-2013: the essure device was successfully occluded. Lot number 623615 is not valid. Lot number: 623216 manufacture date: 2009-03 expiration date: 2012-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 39-year-old female patient who had essure (batch no. 623615-not valid,623216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, restless legs syndrome, nausea, weight loss, inflammation, unilateral leg swelling, diarrhea, constipation, dyspareunia, joint swelling, arthralgia and irritable bowel syndrome. Procedure details; the uterus and tubes were removed. Findings: normal uterus and with evidence possible inflammation of the tubes at the isthmus, with otherwise normal appearing anatomy. Concomitant products included alprazolam (xanax) since (B)(6) 2013, metformin since (B)(6)2013, montelukast sodium (singulair) since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), urticaria ("rashes or skin conditions type: recurrent urticarial") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci robotic hysterectomy with, removal of the tubes to remove the essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) product technical compliant we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 39-year-old female patient who had essure (batch no. 623615-invalid,623216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, restless legs syndrome, nausea, weight loss, inflammation, unilateral leg swelling, diarrhea, constipation, dyspareunia, joint swelling, arthralgia and irritable bowel syndrome. Procedure details; the uterus and tubes were removed. Findings: normal uterus and with evidence possible inflammation of the tubes at the isthmus, with otherwise normal appearing anatomy. Concomitant products included omeprazole from (B)(6) 2013 to (B)(6) 2014 and ranitidine from (B)(6) 2013 to (B)(6) 2015 for achalasia, simvastatin (sinvastatina) from (B)(6) 2012 to (B)(6) 2013 for hyperlipemia, ropinirole from (B)(6) 2013 to (B)(6) 2013 for syndrome restless legs as well as alprazolam (xanax) since (B)(6) 2013, metformin since (B)(6) 2013, montelukast sodium (singulair) since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), urticaria ("recurrent urticarial, hives - welts all over body") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced skin disorder ("she still has something after essure less severe for which shampoo helps, she uses neutrogena for it"), genital haemorrhage ("still break out every month"), abnormal weight gain ("strange weight gain"), abdominal distension ("I looked pregnant"), allergy to metals ("allergic reaction to the coils"), autoimmune disorder ("autoimmune disorder"), fibromyalgia ("fibromyalgia"), myalgia ("muscle ache") and bone pain ("bone ache"). The patient was treated with sesamum indicum oil (neutrogena) and surgery (davinci robotic hysterectomy with, removal of the tubes to remove the essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, genital haemorrhage, abnormal weight gain, abdominal distension, allergy to metals and autoimmune disorder outcome was unknown, the urticaria had resolved and the skin disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, anxiety, autoimmune disorder, bone pain, depression, fibromyalgia, genital haemorrhage, menorrhagia, myalgia, pelvic pain, skin disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: no hives / welts, rashes after essure removal. She still has something after essure removal but less severe for which shampoo helps, she uses neutrogena for it which calms it down a lot. Patient still have my ovaries. Patient is taking 4 meds to alleviate pain but it just keeps getting worse. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Lot number 623615 is not valid lot number: 623216 manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " fibromyalgia, muscle aches and bone aches" was added, reporter information was added amendment: the report was also amended for the following reason: this is a retention case. All the information including event source strange weight gain , I looked pregnant, allergic reaction to the coils and auto immune disorder, source document, reporter and references from duplicate case (B)(4) has been transferred to this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.